Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was alleged that a patient fell when the mattress slid off of the frame of the stretcher about 4 inches. There were no adverse events or medical intervention in regards to the alleged patient fall.

Event description:
It was alleged that a patient fell when the mattress slid off of the frame of the stretcher about 4 inches. There were no adverse events or medical intervention in regards to the alleged patient fall.